Event description:
It was reported that the svc lead impedance had been trending normally since implant, but it increased to greater than 200 ohms within the two days prior to the report. Possible lead fracture was indicated. Additional information was later received reporting the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: defib conductor fractured; full lead returned and analyzed.